Event description:
A (B)(6) advia centaur xp hcv result was obtained on a patient sample. Repeat testing was performed and the result was (B)(6). The patient sample was tested on an alternate method and the result was positive. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur hcv results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00096 on april 18, 2014. 04/25/2014 additional information: innolia confirmatory results received from the customer. Innolia immunoblot results: c1 positive (+1), c2 positive (+1), e2 negative, ns3 (+/-), ns4 (<+/-) , ns5 negative. The interpretation is positive. The cause for the discordant hcv results is unknown. The patient's clinical history is unavailable. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The field application specialist (fas) was sent to the customer site for system inspection. The fas did not identify any issues that may have contributed to the (B)(6) results. The patient sample was repeated with 5 replicates and all the results obtained were (B)(6). The repeatedly was observed to be fine. The cause for the (B)(6) hcv results is unknown. (B)(6) confirmatory results have been requested from the customer. The results were not received. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers."